Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that the brady lead was an attempted implant due to performance issue. The lead was never in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the brady lead was an attempted implant due to performance issue. The lead was never in service. No adverse patient effects were reported.